Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings and the customer's insulin pump was triggered to suspend. Customer stated her blood glucose was at least 100 points off from sensor readings and she also received some calibration errors. Calibration techniques were discussed. Customer will not be returning the product for analysis at this time.